Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the water tightness was lost due to wear of the suction cover packing, the suction cover and control section had foreign objects, the mouthpiece had corrosion, due to damage on the channel tube the water tightness was lost, due to a crack on the plastic distal end cover the water tightness was lost and the insulation resistance value at the distal end did not meet the standard value, the illumination was uneven due to discoloration on the light guide lens, the image had a partially dark area due to a scratch on the objective lens, the light guide bundle had breakage, the light guide lens had a crack, and the connecting tube had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had a pass through error. The device was returned for evaluation. During the device evaluation, the following was found: the forceps channel port had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the forceps cap could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak in the distal end cover, proper reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.